Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 292 mg/dl. Reportedly, the customer had a cold, but did not know if that was the cause of the elevated bg level. To address the bg level, the customer delivered a correction bolus. As a result of the correction bolus. And for being more active, the customer experienced a low bg level in the 60's (mg/dl). The customer consumed juice to treat the low bg level. Recommendation was made to consult with health care provider regarding diabetes management. At the time of the reported event, the customer reported doing "fine", and bg level was 115 mg/dl.